Manufacturer narrative:
The medical device expiration date is unknown as the lot number is unknown. The device manufacture date is unknown as the lot number is unknown. Device evaluation: a sample was received by the manufacturer site on march 9, 2016. A supplemental report will be filed upon completion of the investigation.

Event description:
It was reported that the patient was performing an injection into his abdomen, the needle from the suspect device broke off in the site. The patient went to the hospital and had an x-ray but the broken needle was not confirmed. No further medical or surgical intervention was provided at the time of report.

Manufacturer narrative:
(B)(6). Device evaluation: result - one opened 32gx4mm pen needle sample and three photos were returned from an unknown lot number, cat number (B)(4). Visual examination of the photos and magnified inspection of the returned sample were carried out and it was observed that the patient end of the cannula was broken. No evidence of manufacturing related issues was observed. A review of the device history record cannot be completed as the lot number was not provided for this incident. Conclusion - bd was able to duplicate or confirm the customer's indicated failure mode as the patient end of the cannula was found broken. Needle break off in use could be caused by a number of factors: excessive cannula height, excessive cannula angularity, damaged cannula tip. It is not possible to ascertain which, if any of these factors was contributory to the failure observed by the patient, as the needle tip was unavailable for analysis and there was not lot information provided with the complaint report to allow for review of the lot history. An absolute root cause for this incident cannot be determined.